Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the battery is flat/low battery. Available details indicate that the device had exhibited symptoms of a failure and the customer was advised the defibrillator battery is exhausted and needs to be replaced. A replacement battery has been shipped to the customer¿s site and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.